Event description:
It was reported by the physician that a very difficult surgery was being performed on a female patient. The catheter was being placed in the patients right subclavian. During insertion, the hub cracked and there was a lot of blood lost. The patient expired. Additional information received by the sales representative on 11/10/09, from the clinician, stated that the patient's death was not a result of the incident with the catheter.

Manufacturer narrative:
Sample will not be returned for evaluation.